Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the ipg had connection issues due to the ipg location. The ipg was explanted and replaced to address this issue.